Event description:
Doctor states that patient developed a bowel obstruction. Bowel adhered to mesh and became inflamed. Surgeon did not place the mesh against the bowel and performed a tep repair.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated that the surgeon left a hole in the peritoneum resulting in the adhesion of the bowel to the mesh. A second operation was performed a week after the initial surgery. Mesh was left in and bowel resection was done. Patient is currently doing well.